Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Event description:
It was reported that during a laparoscopic liver resection procedure, the device was used on the patient and activated on tissue. The tissue was sealed and cut. The device then was stuck closed on the tissue and could not be opened. The surgeon pulled the device off the tissue. The device was discarded and a new product opened. There were no adverse consequences for the patient reported. One device will be returned.